Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: foreign body. Time of symptoms/ae: during procedure. It was reported that during balloon dilation in the left common iliac, the balloon was inflated to approximately 21 atms and ruptured. When an attempt was made to withdraw the entire system, resistance was met with two stents that were previously placed approximately 7 months ago. The balloon sheared off in the common iliac bifurcation. The balloon was not retrieved, and the physician deployed an omnilink stent to embed the balloon in the vessel. No additional information is available.